Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the essure devices removed as there is penetration into the uterine cornuae,the only way to fully remove these devices is to perform a hysterectomy.') And pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. A57115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and ovarian cyst. Patient had confirmation test for essure done (B)(6) 2013. Concurrent conditions included breast infection, vaginal discharge, itching, breast swelling, breast tenderness, pelvic pain female, menses irregular, spotting vaginal, nausea, cramp in lower abdomen, uterine bleeding, headache, fatigue, urinary incontinence, bloating, insomnia, back pain, vaginal discharge, dysmenorrhea, vertigo, ascites and pleural effusion. Concomitant products included ibuprofen, loratadine (loratadin) and ranitidine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), cyst ("cysts"), irritable bowel syndrome ("ibs related issue") and nervousness ("nervous"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy,(B)(6) 2018-bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, cyst, irritable bowel syndrome and nervousness outcome was unknown. The reporter considered cyst, genital haemorrhage, irritable bowel syndrome, nervousness, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: there are also noted to be essure devices present in the bilateral cornual regions.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: nervous reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the essure devices removed as there is penetration into the uterine cornuae,the only way to fully remove these devices is to perform a hysterectomy') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. A57115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and ovarian cyst. Patient had confirmation test for essure done (B)(6) 2013. Concurrent conditions included breast infection, vaginal discharge, itching, breast swelling, breast tenderness, pelvic pain female, menses irregular, spotting vaginal, nausea, cramp in lower abdomen, uterine bleeding, headache, fatigue, urinary incontinence, bloating, insomnia, back pain, vaginal discharge, dysmenorrhea, vertigo, ascites and pleural effusion. Concomitant products included ibuprofen, loratadine (loratadine) and ranitidine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), cyst ("cysts"), irritable bowel syndrome ("ibs related issue") and nervousness ("nervous"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy,(B)(6) 2018-bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, cyst, irritable bowel syndrome and nervousness outcome was unknown. The reporter considered cyst, genital haemorrhage, irritable bowel syndrome, nervousness, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on an unknown date: there are also noted to be essure devices present in the bilateral cornual regions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: nervous reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the essure devices removed as there is penetration into the uterine cornuae,the only way to fully remove these devices is to perform a hysterectomy.') And pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. A57115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and ovarian cyst. Patient had confirmation test for essure done (B)(6) 2013. Concurrent conditions included breast infection, vaginal discharge, itching, breast swelling, breast tenderness, pelvic pain female, menses irregular, spotting vaginal, nausea, cramp in lower abdomen, uterine bleeding, headache, fatigue, urinary incontinence, bloating, insomnia, back pain, vaginal discharge, dysmenorrhea, vertigo, ascites and pleural effusion. Concomitant products included ibuprofen, loratadine (loratadin) and ranitidine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), cyst ("cysts"), irritable bowel syndrome ("ibs related issue") and nervousness ("nervous"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy, (B)(6) 2018-bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, cyst, irritable bowel syndrome and nervousness outcome was unknown. The reporter considered cyst, genital haemorrhage, irritable bowel syndrome, nervousness, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: there are also noted to be essure devices present in the bilateral cornual regions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. On 22-jul-2020: reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the essure devices removed as there is penetration into the uterine cornuae,the only way to fully remove these devices is to perform a hysterectomy."), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A57115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and ovarian cyst. Patient had confirmation test for essure done (B)(6) 2013. Concurrent conditions included breast infection, vaginal discharge, itching, breast swelling, breast tenderness, pelvic pain female, menses irregular, spotting vaginal, nausea, cramp in lower abdomen, uterine bleeding, headache, fatigue, urinary incontinence, bloating, insomnia, back pain, vaginal discharge, dysmenorrhea, vertigo, ascites and pleural effusion. Concomitant products included ibuprofen, loratadine (loratadin) and ranitidine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cyst ("cysts") and irritable bowel syndrome ("ibs related issue"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy, (B)(6) 2018-bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, cyst and irritable bowel syndrome outcome was unknown. The reporter considered cyst, genital haemorrhage, irritable bowel syndrome, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: there are also noted to be essure devices present in the bilateral cornual regions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the essure devices removed as there is penetration into the uterine cornua,the only way to fully remove these devices is to perform a hysterectomy."), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A57115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and ovarian cyst. Patient had confirmation test for essure done (B)(6) 2013. Concurrent conditions included breast infection, vaginal discharge, itching, breast swelling, breast tenderness, tenderness muscle, menses irregular, spotting vaginal, nausea, cramp in lower abdomen, uterine bleeding, headache, fatigue, urinary incontinence, bloating, insomnia, back pain, vaginal discharge, dysmenorrhea, vertigo, ascites and pleural effusion. Concomitant products included ibuprofen, loratadine (loratadin) and ranitidine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cyst ("cysts") and irritable bowel syndrome ("ibs related issue"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy, (B)(6) 2018- bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, cyst and irritable bowel syndrome outcome was unknown. The reporter considered cyst, genital haemorrhage, irritable bowel syndrome, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: there are also noted to be essure devices present in the bilateral cornual regions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.